Event description:
This lead was explanted and replaced due to noise, intermittent oversensing, and low impedance. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 25 cm distal to the is-1 connector pin. Both fragments were returned for analysis. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause of the issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.